Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was damaged. No further information provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: additional information received and confirmed there was no patient contact. There was no patient injury and no medical or surgical intervention outside of standard of care was required. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.